Event description:
The manufacturer's representative reported that the patient underwent a transurethral ablation of the prostate three years ago. Approximately six months after the procedure the patient's symptoms returned and the physician found a 1.25 inch piece of sheath left in the patient from the procedure. No serious injury to the patient was reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.